Event description:
It was reported that during preventative maintenance, the device displayed a motor rate error while performing the motor train test. The event occurred during testing, and there was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Received one device. Visual inspection found no damage related to customer concern. The pumps leadscrew, stepper motor and clutch were replaced due to occlusion failure during preliminary testing. In addition, a new interconnect board due to communication issues via ethernet. The pump was recalibrated and tested passing all performance verification testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.